Event description:
It was reported that left hip revision surgery was performed due to pain throughout the hip area; weakness; shedding of metal debris into the bloodstream; elevated cobalt and chromium levels; and pseudotumor formation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for the bhr cup and this failure will continue to be monitored. Non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The intra-operative findings noted during the revision of the left hip maybe consistent with an adverse reaction to metal debris but unable to confirm based on the information provided. Without the supporting metal ion levels, pathology results, imaging, and/or the analysis of the explanted components, the source of the reported pain throughout the left hip area, weakness, shedding of metal debris into the bloodstream, elevated cobalt and chromium levels and pseudotumor formation cannot be confirmed. Further, it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.